Event description:
It was reported that the atrial lead exhibited no capture, no sensing and dislodged. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.